Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. Reportedly, the 21mm valve was explanted after an implant duration of 4.43 months due to unknown reasons. A model 2500pj21 was implanted as a replacement. No further details were provided.

Manufacturer narrative:
Method: device not returned. The device will not be returned as it was discarded at the hospital. The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Additional manufacturer narrative: sales rep clarified the event after visit with the surgeon. The valve was explanted due to infective endocarditis (ie) which caused a perivalvular leak. The source of infection was unknown. Customer commented that the explant was not device related. The patient recovered and left the hospital as of (B)(6). Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility.